Event description:
Pt underwent egd with bravo capsule placement; however, again capsule was released prior to placement by surgeon. Capsule seen in lower intestinal tract and will be allowed to pass normally.